Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed that the device was returned within its original box however the tray was found sealed. The device presents a crack in its original tray near the rear part of the gauge of the encore device compromising the sterility of it. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the plastic packaging was damaged. An encore balloon catheter inflation device was selected to be used. During unpacking, it was noted that the plastic packaging was damaged. It was also noted that the use of the device was not possible to be continued. No patient complications were reported.